Manufacturer narrative:
The referenced issue of an ungrounded power module patient cable was reported under medwatch MFR report# 2916596-2017-02162. Approximate age of device - 4 years, 9 months. Manufacturer's investigation conclusion: although the reported pump stops were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined through evaluation of the returned portion of the percutaneous lead (driveline). The driveline was not entirely returned. The replaced portion of the driveline was returned measuring approximately 19 inches. No damage to the outer silicone jacket or bionate layer was identified. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The metal shielding beneath the bionate showed breakdown throughout the driveline. Visual examination of the underlying wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system was producing low speed and pump stoppage events while the system was either tethered to an ungrounded power module patient cable, or when on battery power. The events were confirmed upon interrogation of the device during a clinic visit. In (B)(6) 2017 the patient was issued an ungrounded power module patient cable. A log file was reviewed by the technical service representative and two pump stoppage events were confirmed with the first event occurring while the system was connected to an ungrounded patient cable on (B)(6) 2018 and the second event when the system was on battery power on (B)(6) 2018. On (B)(6) 2018, the technical service representative performed a percutaneous lead (driveline) replacement with no issues. The patient was to be monitored overnight for any more alarms and discharged if no more alarms occurred. No additional information was provided.

Event description:
Additional information was received from the vad coordinator indicating that the lvad system continued with pump stoppage events on battery power. The phase to phase short was still present after the driveline replacement. A log file was reviewed by the technical service representative and confirmed consistent low speed, pump stoppage, low flow, and driveline disconnect events while the system was connected to battery power and while tethered to the no ground patient cable. The x-ray images provided did not show any obvious areas of concern. After discussion with the surgeon, the family and patient decided to turn the lvad off with no surgical intervention.

Manufacturer narrative:
Previously reported in initial MFR report. No additional investigation findings to report. The manufacturer is closing the file on this event.